Event description:
Per a communication with invacare (B)(4), the unit has been scrapped. The original issue was not addressed in the return. This was received back at invacare (B)(4) on 07/06/2016. Frame has broken at a weld point.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Frame has broken at a weld point.